Event description:
The pump was explanted but the catheter remained implanted; the patient experienced an overdose. The drug was not reported. The reason for pump explant was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)